Manufacturer narrative:
Concomitant medical products: product ID:4968-35 ,product type:lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock for atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response at the time of ventricular tachycardia (vt) therapy. The device is still in use. No further patient complications have been reported as a result of this event.